Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2013730) on 07-sep-2020. The most recent information was received on 11-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('chronic fatigue') in a 42-year-old female patient who had essure (batch no. B44009) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2019, the patient experienced fatigue (seriousness criterion medically significant), dry skin ("dry skin"), dizziness ("dizziness"), neck pain ("neck pain"), myalgia ("muscle pain"), musculoskeletal stiffness ("muscle stiffness"), breast swelling ("swollen breasts"), breast tenderness ("tight breast"), arthralgia ("joint pain"), loss of libido ("loss of libido") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). At the time of the report, the fatigue, dry skin, dizziness, neck pain, myalgia, musculoskeletal stiffness, weight increased, breast swelling, breast tenderness, arthralgia, loss of libido and mood swings outcome was unknown. The reporter considered arthralgia, breast swelling, breast tenderness, dizziness, dry skin, fatigue, loss of libido, mood swings, musculoskeletal stiffness, myalgia, neck pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('chronic fatigue') in a (B)(6) year-old female patient who had essure (batch no.b44009) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2019, the patient experienced fatigue (seriousness criterion medically significant), dry skin ("dry skin"), dizziness ("dizziness"), neck pain ("neck pain"), myalgia ("muscle pain"), musculoskeletal stiffness ("muscle stiffness"), breast swelling ("swollen breasts"), breast tenderness ("tight breast"), arthralgia ("joint pain"), loss of libido ("loss of libido") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). At the time of the report, the fatigue, dry skin, dizziness, neck pain, myalgia, musculoskeletal stiffness, weight increased, breast swelling, breast tenderness, arthralgia, loss of libido and mood swings outcome was unknown. The reporter considered arthralgia, breast swelling, breast tenderness, dizziness, dry skin, fatigue, loss of libido, mood swings, musculoskeletal stiffness, myalgia, neck pain and weight increased to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.